Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The evaluation of the provided logs confirms that the pre-use check failed with pressure transducer test, o2 cell/sensor test, internal leakage test and safety valve test. Our field service engineer investigated the ventilator on site. The air gas module was found as defective and was replaced. The replaced air gas module was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).